Event description:
On (B)(6) 2015, a customer reported to beckman coulter the generation of erroneous high inorganic phosphorous and erroneous low calcium patient results on their au2700 clinical chemistry analyzer. The results were released outside the lab. There was no change to patient treatment. The customer stated that they had 1 high inorganic phosphorous patient result and 6 low patient results for calcium. The customer stated that all qc testing was within specification.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the atmospheric discharge valve for dripping prevention was loose. The fse reconnected and secured the valve. There have been no further reports of issues. Bec internal identifier for his report is (B)(6).